Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Right asr xl. Reason(s) for revision: pain. Update received: 20th may 2014 - added dcgi reference number, added patient initials, added surgeon title, amended implant date: (B)(6) 2007, added hospital area: (B)(6), added further hospital: (B)(6), added patient age, added patient gender and added further reason(s) for revision: difficulty walking.

Event description:
Asr revision, right, asr xl, reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.